Event description:
I had 31 treatments from (B)(6) 2017. My started three times a week and then twice a week and then once a week. My memory was awesome prior to ect treatments. People would say I have a "steel-trap memory" because I could remember events or things people said for years after they happened. Not only were they not successful, I have severe memory issues. I cannot retain newly learned information and cannot remember events that happened 2 or 3 years ago. I was led to believe that there would be a slight effect on my short term memory but it would only last for two or three weeks. This memory loss had made my life very difficult. I stopped my treatments on my own, because they did absolutely zero good for me and it was apparent it was taking a toll on my memory. I was hoping that toll on my memory was just temporary. I work at a hospital that is known for their ect treatment facility. After the treatments stopped, the memory loss continued. I have a gate code I need to get into my neighborhood. For 6 months after ect I had to write the code up on my visor so that I would have access when it came time to put the code in. It was four digits and I could not for the life of me remember. I used this code daily. Finally, after 6 months, I could stop looking the code up. I also donate plasma twice a week and have for 18 months. Again, for 6 months after treatment ended, I would have to write my 5-digit confirmation code on my hand or on the back of my cell phone. They ask you for this number 4-5 times during the hour that you are processing and donating plasma. Each time I had to look it up. It's very embarrassing. Luckily I kept/keep records of all my logins and passwords. To this day I still have to look up my passwords. When I go to login to an account, I just see a hundred digits floating around in my mind and can't even put them together to figure out what the login is. There have been days when I forget my dog's name. I can remember my dog from 5 years ago but get that name confused with my current dog. I have forgotten friends names. I have for forgotten events that happened two or three months ago as well as two or three weeks ago. I can't remember names of restaurants that I've eaten at 20 times prior. I've lived in the same city for 25 years. I have found things that I don't remember buying and "put away for christmas gifts" and then find them 6 months later and don't remember even having bought them. I think the saddest part is that I've lost a lot of my life memories with my kids. And I'm talking life memories of the past 2 years. I couldn't tell you what I got for christmas gifts 3 months ago. I am (B)(6) years old. I feel like I have a memory of 90 year old with beginning alzheimer's! I'll find that I will repeat stories/events/conversations to my kids 2-3 times. It makes me very sad that my kids have to go through this memory crap with me. I know we are all wondering if it's going to continue to get worse. Memory loss is becoming very depressing in itself. And it's not just the memory loss, but it's the confusion of trying to remember the memory that I forgot. That "fogginess" that they mention is also a very big, life-altering side effect. I spent the better part of this week reading about ect and memory loss. There are two things I believe: I believe that ect providers, knowingly under-sell the loss of memory, the amount of memory loss and the duration and potentially permanent loss of memory. I'm starting to feel like it is downplayed for the sake of financial gain; there are not enough current follow up studies and investigations on patients months and years post ect. FDA safety report ID# (B)(4).